Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Customer¿s blood glucose (bg) level was "high" (specific bg value was not provided) with trace ketones. Customer administered a manual injection to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.